Event description:
It was reported that (2) devices were used during a laparoscopic hernia repair. It was reported by the affiliate that the surgeon attempted to fire the ems instrument to secure mesh and only three staples would fire deploy. Another ems was opened and the exact same thing happened with that instrument. A third device was opened and the case was completed with no adverse effects. There was no consequence to the pt.